Event description:
Consumer reported complaint for the true manager air app displaying false lo. Customer has the correct app for the meter/phone; customer is not using compatible phone/version (iphone xr ios 15.5). Customer stated that the true metrix air meter displays his result obtained as 138 mg/dl, but in the app it is displaying as lo. Customer initially spoke with coordinator; during the call, the customer reviewed the app logbook and lo displayed for the results obtained on (B)(6). When contacted by technician, customer was instructed on how to sync the meter results; customer stated he no longer saw lo displayed in the app. Customer stated the logbook results now matched the meter results. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The meter memory was reviewed for previous test result history: result 1: 138 mg/dl, date: (B)(6) 2022, time: 7:29 am fasting. Result 2: 164 mg/dl, date: (B)(6) 2022, time: 7:55 am fasting. Result 3: 138 mg/dl, date: (B)(6) 2022, time: 8:01 am fasting. Result 4: 119 mg/dl, date: (B)(6) 2022, time: 6:45 am fasting. Result 5: 97 mg/dl, date: (B)(6) 2022, time: 6:47 am fasting.

Manufacturer narrative:
Internal report reference number:(B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.

Manufacturer narrative:
Sections with additional information as of 12-sept-2022: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: meter and strips were not returned for evaluation. Added most likely underlying root cause onto case as the complaint product was not returned for investigation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-148: only affects ios - hi/lo setting threshold corrupted.